Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting rupture diagnosed by ultrasound. This relates to the right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d2, d2b, d4, d9, g4, g2, h3, h4, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported no complaint against the right side device. Rupture was confirmed to be on the contralateral side device, and pathology was only performed on the ruptured device. Device has been explanted.

Manufacturer narrative:
It has been confirmed by the healthcare professional that the right side device was intact and the reported events only pertained to the contralateral side. This record is no longer reportable to the FDA and will be un-reported.